Event description:
It was reported that the patient's blood pressure dropped to 20 beats per minute, felt dizzy and light-headed. The pulse generator exhibited ventricular over sensing. The hysteresis was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.